Event description:
It was reported that a patient underwent an unknown spinal procedure, during the procedure, "the scissorjack was used to expand cage to 13mm. Pyrametrix plus currettes were then used to clear disc space. The cage was loaded at 15 degrees and packed with bone. After two taps of the mallet on inserter, the cage could be seen and heard to break in multiple pieces. Cage was replaced. Level implanted was l5/s1."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional infomration: product analysis : macroscopic and optical examination confirms the implant is fractured into multiple pieces and broken. The type and extent of fracture suggest brittle overload during insertion as the mechanism of failure. The above observations are consistent with brittle overload as the mechanism of failure.